Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
The customer reported a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during drain 5 of 5. The hp would complete therapy with manual bags and they were referred to the registered nurse (rn). During troubleshooting, there was nothing found that could have caused or contributed to the alarm. There was patient involvement, however no adverse event was indicated at the time of the initial report.